Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) had damage to the distal tip. It was unknown if fragments fell into the patient. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement. The distal tip had a gouge on it. It was discovered in sterile processing.

Manufacturer narrative:
Based on the claim against the product by the customer noting damage to the distal tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to broken tube adapter to be related to the customer-reported complaint. The broken piece is approximately 0.084" x 0.105" in size. The fragment was not returned along with the instrument. The complaint regarding damage to the distal tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.